Event description:
It was reported that the pt experienced a loss of therapeutic effect. It was determine that the catheter was dislodged. The catheter was replaced. Reference MFR report # 3004209178200900877.

Manufacturer narrative:
Results- refers to catheter.